Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge his ipg. A replacement charging system was sent to the patient, however the issue persisted. Surgical intervention to replace the patient's ipg will be taken at a later date to address this issue.